Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe due to errors c-00 and c-33. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has not received the iesu for evaluation. A follow-up MDR will be submitted, if additional information is obtained.

Event description:
It was reported that prior to starting a da vinci-assisted panproctocolectomy surgical procedure, errors c-00 and c-33 occurred on the integrated electrosurgical unit (iesu). The procedure was completed, and no patient injury was reported.